Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked case, scratched reservoir tube window, cracked display window and missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that they were unable to clear the button error alarm. The customer also mentioned that they were having difficulties with the buttons before. The customer's blood glucose was 7.8 mmol/l at the time of incident. The insulin pump will be returned for analysis.